Event description:
Boston scientific received information that a loss of capture (loc) was observed. All other measurements were stable. A request for additional information was sent.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This report will be updated if additional information becomes available.

Event description:
Additional information was received that there was no asystole observed. The root cause was not determined. Outputs were increased to ensure a higher safety margin. All other test were within normal limits. No adverse patient effects reported.